Event description:
It was reported that the burr became stuck on the rotawire. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotapro and rotawire were selected for procedure. During procedure, the burr was stuck on the rotawire inside the patient. The procedure was completed with this rotawire and another rotapro device. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of the rotawire ic. The rotawire within the returned rotapro device. The proximal end, middle section, distal end, and spring tip of the rotawire were visually and microscopically examined. Inspection of the device found a kink at the proximal end. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the burr became stuck on the rotawire. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotapro and rotawire were selected for the procedure. During the procedure, the burr was stuck on the rotawire inside the patient. The procedure was completed with this rotawire and another rotapro device. There were no patient complications reported.